Event description:
Pt reported the up/down button on the infusion device does not function normally, and pt is unable to use the infusion device to deliver boluses. No physiological effects were reported. Pt did not require treatment from a healthcare professional or second party to address the issue. The infusion device was replaced and returned for eval. The infusion device was evaluated, and the up/down button is always active. Due to an external mechanical influence, the snap dome of the up/down button is pressed through. The source led to an always activated up/down button; therefore, none of the buttons react on pressure. As the investigation revealed that the failure is related to mishandling of the product, no corrective or preventative actions will be initiated.